Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was missing additive and foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the preset abg 3 ml syringe did not contain calcium-balanced heparin." (B)(6) 2023- complainant responded with additional defects. They have found a spot on the cover rubber.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure modes for foreign matter was observed. The failure mode of missing heparin was not observed from the photos. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter was not observed. Another 10 retention samples were evaluated for heparin content and all were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and blunt needle point. This complaint could not be confirmed for the failure mode missing heparin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was missing additive and foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the preset abg 3 ml syringe did not contain calcium-balanced heparin." 04-april-2023- complainant responded with additional defects. They have found a spot on the cover rubber.